Event description:
The system 7 sag saw was returned to stryker instruments for evaluation due to allegedly overheating during a total knee procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.